Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the needle did not completely retract when the safety button was pushed on one (1) device. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the needle did not completely retract when the safety button was pushed on one (1) device. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for retraction issue- does not retract was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of retraction issue- does not retract was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of retraction issue- does not retract based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.